Event description:
It was reported that during engineering evaluation it was discovered that the foot control device had a "damaged cable". The event was not related to surgery. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual sample was returned for evaluation.  Reliability engineering evaluated the device.  The unit was tested and was found to have a damaged cable.  Therefore, the reported condition was confirmed.  The assignable root cause was determined to be improper handling.  If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. Due to further investigation, the evaluation has been updated: the actual sample was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.